Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the patient's pain could not be determined. Part numbers, lot numbers, manufacturing dates (if available), expiration dates and UDI numbers: ifuse implant, p/n 7070-90, lot# i0657, expires 2018-05, (B)(4). Ifuse implant, p/n 7030-90, lot# 8175003938010, manufactured 10/11/2012, expires 2015-10, (B)(4). Ifuse implant, p/n 7045-90, lot# 8078003804008, manufactured 09/20/2012, expires 2015-09, (B)(4).

Event description:
In (B)(6) 2013, the patient underwent right side ifuse si joint arthrodesis where three implants were placed. The patient had a previous revision surgery in (B)(6) 2014 to remove a malpositioned implant (reported on MDR 3007700286-2014-00106). The patient had continued pain complaints. The surgeon determined that it was pseudarthrosis and decided to remove the rest of the implants and replace them with iliosacral screws. In (B)(6) 2015, the surgeon removed one of the implants but was unable to remove the last implant as it was solidly in bone so he left it in place. He added two iliosacral screws above and below the remaining implant. The status of the patient following the surgery is not yet known.